Event description:
Pt reported the up button on the infusion device are defective. The infusion device was replaced and requested for eval. No physiological effects were reported. Pt did not require treatment from a health care professional or second party to address the issue. The infusion device was evaluated, and the complaint cannot be verified due to mishandling of the product. The up button is always active. Due to an external mechanical influence, the snap dome of the up button is pressed through. The source led to an always activated up button; therefore, none of the buttons react on pressure.